Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during a transfemoral tavr, a 14fr esheath was inserted without resistance. Slight resistance was encountered when the delivery system advanced. A 26mm sapien 3 valve was deployed in the targeted position. After retrieving the sheath, digital subtraction angiography (dsa) showed a slow flow from the right external iliac artery. An intimal detachment in 15mm x 10mm was observed. The intimal tissue was removed and angioplasty was performed. Final dsa indicated a good blood flow. The procedure was completed. There were no damage or abnormalities in the sheath body. The physician suspected the intimal tissue was caught by the sheath seam when it expanded.

Manufacturer narrative:
The device was not returned and pictures were not provided for the investigation. A device history review (DHR) was performed and the review did not reveal any manufacturing related issues that would have contributed to the complaint. A lot history review was performed and there were no other similar complaints related to ¿sheath shaft ¿ resistance with delivery system, bc¿. Review of complaint history revealed that the occurrence rate did not exceed the july 2018 control limit for the trend category ¿resistance between devices¿. Based on the review of the instruction for use (IFU) or training manuals, no deficiencies were identified. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Since no photographs, imagery, or devices were returned, the complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform full visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. However, a review of the DHR, lot history, complaint history, and manufacturing mitigation did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. A review of complaint history suggests that patient and/or procedural factors may have contributed to the reported events. Per training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification¿. Patient case note indicate that the patient had mild calcification and mild tortuosity of the access vessel. Access vessel calcification and tortuosity may have created a difficult insertion path in which excessive force may be required during insertion of the delivery system. Other procedural factors such as improper flushing/wetting of the devices, incomplete or misaligned valve crimping, and incomplete advancement of the loader can also result in difficulty advancing the delivery system through the sheath. Although a definitive root cause could not be determined at this time, available information suggests that patient factors (access vessel tortuosity and calcification) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed. No manufacturing non-conformance that would contributed to the reported events were identified. Available information suggests patient factors (access vessel tortuosity and calcification) may have contributed to the reported events. No labeling or IFU/training inadequacies were identified. Review of complaint history revealed that the occurrence rate for the trend categories did not exceed their respective july 2018 control limits. As such, no corrective or preventative actions are required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.